Manufacturer narrative:
The dfm100 therapy pca (sn (B)(6) was returned to philips for additional analysis. The fse confirmed that the device's therapy pca, cbl therapy high voltage and therapy receptacle were replaced per the dfm100 service manual. The dfm100 hardware and software logs were not available. Following the repairs, the device was returned to full functionality. The complaint was escalated for technical complaint investigation and the results indicate that the therapy pca had an open circuit, which caused the reported error. Based on the information available and the testing conducted, the cause of the reported problem was an open circuit on the therapy pca. The reported problem was confirmed. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips dealer field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device displayed a permanent "ECG equipment malfunction" error at start up. There was reportedly no patient involvement.

Event description:
It was reported the device displayed a permanent error at start-up: "ECG equipment malfunction". There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.